Event description:
Customer's babysitter reported that the customers blood glucose is increasing. Customer also states that there are issues with the keypad. The blood glucose reading is 204 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.